Event description:
It was reported that in-stent thrombosis occurred. Nine years ago, a 16 x 3.00mm taxus liberté drug eluting stent was implanted in the mid right coronary artery. On an unspecified date, the patient presented with chest pain and troponin elevation. Upon performing an angiogram, the implanted stent seemed to be apposed, however, 90% in-stent thrombosis was found in the 16 x 3.00mm taxus liberté drug eluting stent. Some distal calcium and thrombosis seemed also to be present in the distal right coronary artery. The physician is currently deciding on the next step which is most likely performing bypass graft. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).